Event description:
I bought a two pack of bausch & lomb renu contact solution. I noticed that there was sediment in the first bottle about a month after using, and the solution started to turn yellow. There was also a mossy like substance growing in it. I threw out that bottle and then started using the second, and within less than a month noticed that there was also sediment in that one and it was changing color. Ref report: mw5162949.